Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient was not receiving adequate therapy due to lead migration. As a result, on (B)(6) 2019, the patient's lead was re positioned through surgical intervention, and therapy was restored post-op.